Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (battery/charger faults) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light, indicating a charger failure. The root cause for the defective charger is unable to be positively identified. There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor reported that a patient was receiving battery/charger faults.